Event description:
Revision of l tha (femoral component) with poly exchange (added 10deg anteversion). Procedure revealed acetabular component in position of relative retroversion, but well fixed. Loose acetabular component. Revised loose femoral component and exchanged poly for additional 10 degrees of anteversion.what was the original intended procedure?revision of l tha.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.device #5is this a laboratory device or laboratory test?no.